Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. The user¿s blood glucose (bg) level was 277 mg/dl. The user addressed bg level by drinking water and delivering a bolus via the pump. Reportedly, the user could be on their menstrual cycle and the contact stated that it could be causing the elevated bg level. The user changed the cartridge and site prior to the report and a system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected.